Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired across the appendix when the surgeon opened the device the staples did not form. The device cut and bleeding occurred. The amount of blood loss is unknown and no transfusion was given. Clips were used to control the bleeding and another device was used to complete the procedure. No adverse consequences reported. The device and reload were discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.